Event description:
It was reported that the abutment screw could not be released from the abutment and abutment was cut off. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the abutment screw could not be released from the abutment and abutment was cut off. There was no report of patient injury. D4: expiration date: 14 nov 2022 UDI: (B)(4). G4: (B)(6) 2019, g7: follow up, h1: serious injury, h2: additional information, device evaluation, h3: yes, evaluation summary attached. H4: (B)(6) 2017. H6: method, results, conclusion codes h10: manufacturer narrative the reported device was received for evaluation. Visual inspection of the as returned product identified damage at the abutment drive feature and screw head from removal. Functional testing could not be performed, both parts were too badly damaged to engage properly. The reported event of an abutment screw that could not be released from the abutment could not be confirmed. A device history record (DHR) review was performed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: the reported device has been received investigation has not yet begun. Once investigation is complete, a follow up medwatch report will be submitted. (B)(6).

Event description:
It was reported that the abutment screw could not be released from the abutment and abutment was cut off. There was no report of patient injury.